Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. Allegedly, the display screen was missing segments and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/28/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/13/2014 with the following findings:inspection revealed that segments of the display screen image were missing: the reported issue was duplicated. The reported issue was directly caused by a failed display flex. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked below the grip pad. The audio bolus button cover was found to be torn; however, the button was properly responsive.